Event description:
On 12/22/2021, it was reported by a facility representative via email that an ar-2323bct-2 swivelock failed when surgeon removed inserter handle and all the sutures came out of the peek anchor. This was discovered during a procedure on the (B)(6) 2021. After additional information received on 12/22/2021, facility representative has confirmed that this occurred during a rcr and all the sutures that came off the anchor and the implanted anchor, were removed from inside the patient. Surgeon used the same bone socket previously created to insert a new swivelock anchor from the same lot number as the failed one. Case was completed successfully without further issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces.